Manufacturer narrative:
An on-site investigation has been conducted by a dräger fse. Reportedly he wasn't able to duplicate the described problem of ventilator failure. The only finding he made was a flow sensor calibration error which made the distribution of the daily leak test impossible. The flow sensor was replaced, the device is back in use and did not exhibit further malfunctions since then. The log file was analyzed by the manufacturer and, neither records in regard to technical errors could be found for the date of event nor evidence for the reported alarm instance of "ventilator failure" is given. It is not plausible that a ventilator shut-down occurred without leaving footprints in the logs. The question about how ventilator function could be restored remained unanswered. The issue with the flow sensor is not in context with the reported symptoms but at least can be concluded that the mandatory leak test was rather not performed on the respective day. It is impossible to assign a clear root cause to the event on the base of available information. If a ventilator failure occurs the device will alert the user acoustically and visually by a corresponding alarm. The automatic ventilation is shut down to prevent from damages to the system. Manual ventilation is always possible; the monitoring functions remain unaffected as well. For the particular case it was reported that the user could restore the ventilator function and that no patient consequences have occurred.

Event description:
Please refer to initial MFR. Report #9611500-2016-00315.

Manufacturer narrative:
The investigation was started but has not yet been concluded. The investigation result will be reported in a follow up-report.

Event description:
It was reported that during a case, automatic ventilation stopped and the machine alarmed for 'vent fail'. The user reported they were able to get the ventilator to started again and the case was completed with no patient injury reported.